Event description:
It was reported that bd maxzero extension set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that have one lumen that will not flush, despite even taking the maxzero cap off and trying to flush directly at the tubing connection.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Eight samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water. All eight sets had at least one blockage. There were six female luers with excess solvent and 3 trifuse splits with excess solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. The potential root cause of occlusion between tubing and female luer could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. Additionally, the omission of occlusion test by the assembler also contributed to the failure mode. A quality alert was created on sep 18, 2025, to communicate the failure and reinforce the correct solvent application. The potential root cause of occlusion between tubing and trifurcated could be related to an incorrect solvent application by the assembler. Additionally, the omission of occlusion test by the assembler also contributed to the failure mode. A quality alert was created on july 14, 2025, to communicate and reinforce the correct solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.